Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's tracheotomy aspirate came back positive for lactose fermenting gram-negative bacilli from (B)(6) 2018. The patient was re-started on intravenous antibiotics and chest closure was delayed. Chest closure was done on (B)(6) 2018. It was reported that the patient had a fever on (B)(6) 2018. Antibiotics were stopped on (B)(6) 2018 and the patient had antifungal treatment. No additional information was provided.

Manufacturer narrative:
The previous follow-up report aware date was 19jun2019 instead of 18jun2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on this event.